Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It is was reported "1st occurence was same nurse roughly a year ago." On (B)(6) 2020, per the attached emails, the complainant reported a break in the 3cg stylet and an inaccurate ECG reading.